Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as touch contamination. Peritonitis was manifested by cloudy effluent, abdominal pain and increased fibrin. The patient was not hospitalized for the event. The patient was treated with intraperitoneal vancomycin (dose, frequency and duration not reported) for peritonitis. At the time of this report, the patient was recovering from the peritonitis event and antibiotic therapy was ongoing. Dianeal therapies were ongoing. The patient was retrained on aseptic technique on the same day as the diagnosis and again four days later. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.